Manufacturer narrative:
This event occurred between (B)(6) 2021 ¿ (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside one-hundred-two (102) 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: one-hundred-two (102) actual samples were received for evaluation. Unaided visual inspection was performed along with magnification with the fill port caps removed which revealed a loose white particulate matter (pm) possibly of acrylonitrile butadiene styrene (abs) material inside the bag of 1 sample and loose particle matter (unknown) inside the fill port connectors of 6 samples. The reported condition was verified in 7 samples only; however, not verified in the remaining 95 samples. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.